Event description:
It was reported that during a pci procedure, the bio it was reported that during a percutaneous coronary intervention (pci) procedure, a bio ranger balloon ruptured. The lesion being treated was located in the average tortuous, severely calcified and 99% stenotic proximal left circumflex artery. The physician advanced the 1.50x20mm bio ranger balloon to the lesion and inflated it to 10atms for 30 seconds. Then the physician attempted to inflate the balloon again but the balloon would not inflate. Then it was noticed that the balloon had ruptured. The device was removed form the pt intact. The procedure was successfully completed with the deployment of a non-bsc stent and another bio ranger balloon. Pt status is listed as "fine."